Manufacturer narrative:
The device was returned to zoll medical (B)(4); the customer's report was observed during review of the device's history log. The device was put through extensive testing including power cycling, full functional testing, and internal inspection without duplicating the report. The device passed the final test procedure, was recertified, and returned to the customer. Review of the device log does show an instance of a device reset. This reset occurred prior to an spo2 post failure, which can indicate that there was an internal communication error between the device and the spo2 module and, in an attempt to reestablish communications, the device reset itself. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device restart/reboot itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.